Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3887-33, lot# j0012782v, product type: lead. Product ID: 3887-33, lot# l66399, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient's last spinal cord stimulation (scs) system was replaced, the patient thought it would be a 25 minute operation just to replace the battery and it ended up being a 3.5 hour surgery. The patient noted that there were wires that were kinked, another that was 1/2 inch long that kind of went nowhere, and the healthcare provider (hcp) had to cut the patient in 3 different areas in his back with 3 inch scars because of how the wires were run. It was later reported that the manufacturer representative did not have any information in her notes about the procedure being unusual. They did not recall any difficulties related to the procedure. They were able to verify that the patient had two incisions, one for the lead replacement and one for the battery replacement. There was no record of a kinked wire or any difficulties during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.